Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 15.6 mmol/l (280.8 mg/dl). The pod was worn between 24 and 36 hours on the hip/buttocks. It was noted that the cannula was bent. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The pod was received with the cannula deployed. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. When leak test was performed during investigation, fluid was found leaking through a tear on the exposed portion of soft cannula near the formed needle tip. It could not be determined when this damage to soft cannula occurred. The pod download data did not show timeouts or drive stall during operation.